Manufacturer narrative:
Cassette kit #: p21187-035 (21102-007) , exp date 1015/2022, cassette UDI #: (B)(4) ; cassette kit #: p21187-039 (v21163-001), exp date 11/15/2022 cassette UDI #: (B)(4) ; cassette kit #: p21187-041(v21168-032), exp date 11/15/2022 cassette UDI #: (B)(4) ; cassette kit #: p21187-042 (v21169-012), exp date 11/15/2022 cassette UDI #: (B)(4) ; cassette kit #: p21193-019 (v21129-005), exp date 11/15/2022 cassette UDI #: (B)(4); cassette kit #: p21193-023 (v21167-040), exp date 11/15/2022 cassette UDI #: (B)(4) ; dock lot p21128-007, dock UDI #: (B)(4).

Event description:
The customer reported 1 (B)(6). No other information. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lot were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.